Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold small 6-file ster 25mm file broke during use. The outcome of this event is unknown as of this MDR. Reportedly there was no injury. Requested further information.

Manufacturer narrative:
Summary: returned waveone gold small file 25mm is broken at the tip of the active part (mixed conditions fatigue + torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1776618). Root causes are not identified. We will track this kind of event and monitor the trend. Additional information received: the instrument tip of approx. 1 mm in length remained in the root canal. After clarification and documentation, the tip was left in place this is a follow up report for this additional information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4582 health effect - impact code - 4648 the correct codes for this complaint are: health effect - clinical code - 3165 health effect - impact code - 2199 this is a follow up report to correct this code.